Event description:
After attaching the crrt (continuous renal replacement therapy) dialysate bag to the green line and breaking the cone, the attachment fell off and spilled dialysate fluid all over the floor.